Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times, and the wake button performed as intended. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.